Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report an observation of false positive (reactive) atellica im toxoplasma igg (toxo g) lot 276 results on different samples from the same patient. The atellica im toxoplasma igg (toxo g) instructions for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating. MDR 1219913-2022-00151 was filed for the same incident.

Event description:
The customer observed a false positive (reactive) atellica im toxoplasma igg (toxo g) lot 276 patient sample result on an atellica im 1600 analyzer. The result was not reported to the physician. The sample was retested on an alternate method at another laboratory and the result was negative (non-reactive). The repeat result (negative) was reported to physician as the correct result. In addition, a different sample from the same patient was tested at a later date on a different atellica im instrument (same lot) and the result was false positive (reactive). There are no known reports of patient intervention or adverse health consequences due to the false positive toxoplasma igg results.

Manufacturer narrative:
Siemens filed MDR 1219913-2022-00152 initial report on 2022-05-26 and MDR 1219913-2022-00152 supplemental 1 report on 2022-10-06. Additional information - 2022-10-14. Siemens concluded investigation for an outside of the united states (ous) customer observation of false positive (reactive) atellica im toxoplasma igg (toxo g) lot 276 results for a patient that were negative (non-reactive) with an alternate test method. The sample was also tested for toxoplasma igm and was non-reactive. Historically, the patient had been tested with toxo g lot 274 and resulted as equivocal. The customer treated the sample with heterophilic blocking tube (hbt) and non-specific antibody blocking tube (nabt) and remained reactive. Siemens reviewed the customer's calibration and quality control (qc) data and results were valid with recovery within package insert ranges. The remaining volume of sample was returned to siemens and was tested with atellica im toxo g reagent lots 278 and 280 along with immulite 2000 txp lot 517. The patient sample was processed n=3 with all lots and recovered reactive with both atellica im toxo g lots 278 and 280, and non-reactive with immulite 2000 txp lot 517. These results replicated the customer's observations, indicating that the issue is not specific to toxo g lot or atellica im system. Due to the limited sample volume remaining, additional testing was not able to be performed. Siemens reviewed internal reagent release data of toxo g reagent lots 274, 276, and 278. Equivocal zone controls were examined and all three reagent lots recovered within the equivocal zone (6.4-9.99 iu/ml) as listed in the assay instructions for use), as well as within their respective acceptable ranges. Siemens reviewed field patient data from 07/15/2021 to 07/15/2022 (total n=620,271) and lot 276 recovery was comparable with the other lots. Based on the available information atellica im toxoplasma g lot 276 is performing as intended and no product performance issue has been identified. This seems to be a patient specific issue. Customer is operational and no further action is required. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results. MDR 1219913-2022-00151 supplemental 2 was filed for the same incident.

Manufacturer narrative:
Siemens filed MDR 1219913-2022-00152 initial report on 2022-05-26. Correction: there was an error in the sample ID information that was provided in section b6 of MDR 1219913-2022-00152 initial report that was filed on 2022-05-26. The result from 2022-05-02 (28.7 iu/ml) is from sid (B)(6) ,the historical result from 2022-02-03 (9.7 iu/ml) is from sid (B)(6). Additional information - 2022-09-06. Siemens completed an internal study using a customer returned patient sample. Atellica im toxo g lots 278 and 280 were used along with immulite 2000 xpi txp lot 517. The complaint lot atellica im toxo g lot 276 was not used as it was expired at the time of the study. The assays were calibrated and quality control (qc) was tested and recovered within acceptable limits. The customer returned patient sample was tested and recovered reactive with both atellica im toxo g lots and non-reactive with immulite 2000 xpi. These results replicated customers observations, indicating that the issue is not specific to atellica im toxo g lot or specific atellica im system. Due to the limited sample volume remaining after testing, hbt and nabt testing could not be performed by siemens. Additional information - 2022-10-05. Siemens reviewed internal reagent lot release data for atellica im toxo g lots 274, 276, and 278. Two internal equivocal zone controls were examined. All three reagent lots recovered within the equivocal zone (6.4-9.99 iu/ml) for both controls, as well as their respective ranges. No significant difference in lot-to-lot recovery was observed. Siemens remote service (srs) data from france was obtained and reagent lot recovery was reviewed. The data showed lot 274 had a slightly higher positivity rate (~9.55%) than lots 276 (~9.50%) and 278 (~9.15%). This data does not correlate with the customer observations of lot 276, regarding the patient sample in question. This srs data indicates overall recovery of lot 276 is not significantly more positive than lot 274. Siemens continues to investigate. MDR 1219913-2022-00151 supplemental 1 was filed for the same incident.